Event description:
Report of underdelivery noted during biomedical engineering testing. With an expected delivery amount of 20.0 ml, the device reportedly delivered 16.0 ml. The pump had been received in biomedical engineering with a report of unspecified "alarms." No report of inaccuracy while the device was in pt use. No report of any adverse pt events while the device was in pt use.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for underdelivery for lifecare products is approximately 0.67/million sets.